Event description:
Procedure type: hysterectomy. According to the reporter: the valve on surgeon's main operative 5mm cannula tore at the very beginning of the case after inserting the harmonic scalpel. The device continued to leak co2 during the entire case. There was no report of unanticipated blood/tissue loss, or extended operating room time. No pt injury was reported.

Manufacturer narrative:
(B)(4).